Manufacturer narrative:
On 1/30/2017 - the event date has been corrected based on new information that was provided. Also, it was noted that thresholds had risen since the previous interrogation. An insulation break was suspected.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to intermittent loss of capture and undersensing. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.